Manufacturer narrative:
Concomitant medical products: product ID: 3998 lot# v182609, implanted: (B)(6) 2009, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Information received from the patient reported that they were implanted with the implantable neurostimulator (ins) because of knee pain but they had a loss of therapy. The patient also noted that the therapy did not work and that they had not charged the device in a couple of years. Their doctor recommended having the ins taken out. Follow up information received from the patient on (B)(6) 2015 reported that ins was removed on (B)(6) 2015. The patient stated that they had not used it in over 3 years and felt that the device may be the cause of the hip pain they were having in that area. The indication for use for the implanted device was noted as radiculopathy. If additional information is received, a follow up report will be sent.